Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 208 mg/dl at the time of the call. Troubleshooting was performed and found that there were small air bubbles in the tubing. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.